Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received. The most likely cause is patient factors, including implant position, history of congenital heart disease and patient's age at time of implant. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that an unknown model valve in pulmonary position was disabled via a valve-in-valve procedure after an unknown implant duration due to stenosis. Two 23mm transcatheter valves were implanted.